Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The manufacturer¿s international customer specialist confirmed the reported issue. The manufacturer¿s international customer specialist replaced the data acquisition (da) board. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the pressure accuracy test failed at the 0hp setting. There was no patient involvement.